Manufacturer narrative:
Complaint sent to sbm commercial service on 03/04/2020 - not forwarded to quality service because of containment / covid19. Complaint identified following a message from the distributor announcing the return of the product for expertise on 29/05/2020. Incident report recovered on june 1, 2020. To complete our investigations and determine the gravity, we requested additional information / responses of the distributor. Is there a clinical consequence for the patient? No. Did the surgeon indicate that the device caused or contributed to serious injury? No. If the device fractured while in the patient, did the patient retain piece of screw? Yes. What was used to complete the procedure (part and lot information if available)? Another fixit knotless was used. What was the surgical technique used? Sorry, I don't know exactly about the surgical technique used. We were informed by our clinical representative that it was an ankle ligament reconstruction surgery. How did the device fracture? Please report on the circumstance when the event occurred. The anchor was broken when the surgeon was inserting it into the bone. Are there any contributing factors related to the event? No. If yes, could you explain please? What was the screw driver used? (Batch number) fixit knotless screw driver epa9000315. According with current legislation of your country, is this type of event should be reported to your national competent authority? No. No clinical consequence for the patient. No delay over than 30mn in surgery. The patient retained a piece of fractured anchor / potential risk of inflammation if migration of the piece into the shoulder : very low risk.

Event description:
Fnc (B)(4). Event occured in (B)(6) on (B)(6) 2020. Description of the incident / incident report: "the medical device fixit was broken during surgery".

Manufacturer narrative:
Complaint sent to sbm commercial service on 03/04/2020 - not forwarded to quality service because of containment / covid19. Complaint identified following a message from the distributor announcing the return of the product for expertise on 29/05/2020. Incident report recovered on june 1, 2020. To complete our investigations and determine the gravity, we requested additional information / responses of the distributor. - is there a clinical consequence for the patient? No. - did the surgeon indicate that the device caused or contributed to serious injury? No. - if the device fractured while in the patient, did the patient retain piece of screw? Yes - what was used to complete the procedure (part and lot information if available)? Another fixit knotless was used. - what was the surgical technique used? Sorry, I don't know exactly about the surgical technique used. We were informed by our clinical representative that it was an ankle ligament reconstruction surgery. - how did the device fracture? Please report on the circumstance when the event occurred. The anchor was broken when the surgeon was inserting it into the bone. - are there any contributing factors related to the event? No. - if yes, could you explain please? - what was the screw driver used? (Batch number) fixit knotless screw driver epa9000315. - according with current legislation of your country, is this type of event should be reported to your national competent authority? No. No clinical consequence for the patient. No delay over than 30mn in surgery. The patient retained a piece of fractured anchor / potential risk of inflammation if migration of the piece into the shoulder : very low risk. Follow up1 / final report. No manufacturing anomaly was recorded for this batch: the screws were manufactured in compliance with our specifications. All the data is compliant. Hypothesis/ cause of the failure: non-compliance with the instructions for use. No recurrence with this product. Our export area sales manager keeps in touch to follow up - a visio conference is scheduled upon receipt the next delivery of sbm products (end of july 2020) with several members of team.

Event description:
(B)(4). Event occured in vietnam on (B)(6) 2020. Description of the incident / incident report: "the medical device fixit was broken during surgery".